Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia surgical procedure, the mega suture cut needle driver instrument tips did not move properly. A backup instrument of the same kind was used to complete the procedure with no patient harm. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was not moving in the right way, and that the tips were not opening or moving in the right direction. The issue was persistent, so they used another instrument. The defective instrument has been sent back for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The mega suturecut needle driver instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a broken pitch cable at the distal end. One of the cable segments that contains the crimp was still installed in the clevis.

Event description:
Refer to h10/h11 for follow-up information.